Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres. The device was removed from the patient's body without any problem and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition after the procedure.